Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 26 mg/dl and 97 mg/dl. No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.